Manufacturer narrative:
The investigation determined that a non-reproducible vitros amon quality control result was obtained on a vitros 5,1fs chemistry system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of maintenance activities, acceptable vitros amon performance was observed. There was no evidence to suggest a malfunction of the vitros amon reagent. The assignable cause of this event was instrument related.

Event description:
The customer obtained a non-reproducible vitros amon quality control result on a vitros 5,1fs chemistry system. Biorad level ii vitros amon result = 92.0 ¿mol/l vs. Expected 73.16 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. (B)(4).